Manufacturer narrative:
The failure investigation has been completed and the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge and minimum fill issues could not be verified.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was "high"; specific value not provided. Cause of bg was unknown. Customer administered a manual injection to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.